Manufacturer narrative:
Correction: 1627487-12192011-003-r,1627487-07262012-001-c this ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-15115. It was reported, the pt had not charged her scs ipg in more than 3 months. The pt indicated that when she did charge the ipg she experienced heating at the ipg pocket site. The sjm rep met with the pt and confirmed the ipg will no longer communicate with external devices. F/u indicated that surgical intervention may be taken at a later date to address this issue. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.